Event description:
The user facility reported a faulty tr band. Immediately after application and inflation, the tr band began leaking air. A 3 cm diameter hematoma was noted proximal to the tr band. Additional air was instilled into the band, but it continued to deflate. After a third attempt to apply compression with more air, the band was still ineffective. Manual compression was then applied, and the tr band was replaced with an effective one. Additional information received on 25 sept 2024: the tr band lost air immediately after inflation and sheath removal, resulting in a medium-sized hematoma. Another tr band was placed without further incident. Additional information received on 26 sept 2024: the procedure performed prior to using the tr band was a pci. The lab did not record the volume of air injected. A 6fr gss was used at the access site. There was no noticeable damage to the device. Once the band was replaced, the hematoma stopped expanding, and no additional treatment was required. The patient is stable, with blood loss less than 250cc.

Manufacturer narrative:
D4: expiration date, UDI: unknown, as the involved product lot# was unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown, as the involved product lot# was unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).